Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Product registration - additional . D4: model/catalog/serial/lot/uddi number - additional . H2: additional information. H4: device mfg date - additional . H6: adverse event problem - additional.